Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va09e65); product type: 0200-lead; implant date (B)(6) 2013; explant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had a "retained fractured lead" and they needed to know the model number. The caller stated they had documentation from cleveland clinic in ohio that stated the patient underwent surgical removal of the system due to pain on (B)(6) 2021 but the lead was retained. The caller noted they were unsure if the procedure took place at cleveland clinic though. The caller mentioned the patient also reported back spasms but the agent was unsure if this issue was before or after the explant procedure. The caller stated a CT scan of the pelvis showed just a portion of the lead left implanted - the caller said it measured just less than 2 cm behind the sacrum and about 4 cm in front. The caller reported they see the markers on the lead fragment and the more proximal marker is present but there seems to be no lead proximal to that. Agent reviewed MRI guidelines with the caller regarding scanning lead fragments and reviewed device registration system (drs) info.